Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the pmd hw revision issue (causing optical sensor not supported during case start) was unable to be determined but most likely occurred during the software upgrade. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during an automated impella controller (aic) case start, the yellow warning alarm prompted the staff that the optical sensor was not supported. No patient harm or injury noted.